Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Black residue found on mics handles and sawblade attachments, causing concerns regarding sterility. Surgeon requiring answers to what it is. All saw attachments replaced but issue persists, replacing hand pieces. No surgical delay. Case type / application: tka.

Event description:
Black residue found on mics handles and sawblade attachments, causing concerns regarding sterility. Surgeon requiring answers to what it is. All saw attachments replaced but issue persists, replacing hand pieces. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding foreign matter involving a mako mics was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.